Event description:
Related manufacturer reference number: 2017865-2021-34201. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial and right ventricular leads exhibited noise causing noise reversion. No intervention was performed and the patient experienced no consequences.